Event description:
Report received of an independent rate change. The pump was programmed in the ml/hour mode to deliver an unspecified solution at a rate of 1ml/hour. At an unspecified time later, the pump was sounding an unspecified alarm. It was reported that the pump spontaneously changed the rate of infusion to 2ml/hour. The pump was removed from clinical service. There was no adverse effect to the pt and no medical interventions were required. Though requested, there was no add'l info available.

Event description:
The customer reported that the pump was programmed to deliver an unspecified concentration of versed at 1ml/hour. The pump was sounding an alarm at an unspecified time later, and the infusion rate on the pump was noted to be at 99ml/hour.